Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: on examination, there was visible moisture behind the display lens. There was no visible damage to the pump case. There was no corrosion in the battery compartment. There was no moisture in the cartridge compartment. A leak test was performed and revealed a leak at the display lens. The pump was opened for investigation and revealed moisture residue on the internal components of the pump including the printed circuit boards.